Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, patient was admitted for melena and possible gastrointestinal (gi) bleed. Patient was managed, given 5 units of red blood cells (rbc) during admission and underwent nm tagged red blood cell (rbc) scan and small bowel follow-through radiology procedures that showed no signs of gi bleeding. Patient was transferred to (B)(6) hospital on (B)(6) 2017 for continued care. Patient underwent upper gi and capsule endoscopy that revealed no source of bleeding. During admission patient was given another 2 units of rbc. Patient was discharged on (B)(6) 2017 with resolved symptoms.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to outside hospital for dark colored stool on (B)(6) 2017. Patient was given 2 units of red blood cells (rbc) on (B)(6) 2017. Patient was continued to be medically monitored and was discharged on (B)(6) 2017 with resolved symptoms. On (B)(6) 2017, it was reported that patient was admitted to outside hospital for melena stools. Patient was continued to be medically monitored and was discharged on (B)(6) 2017 with resolved symptoms. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, patient was admitted for melena and possible gastrointestinal (gi) bleed along with lightheadedness and dizziness. Patient states that it's been three days with melenic stools. On (B)(6) 2017 hemoglobin decreased and fecal occult blood was positive. (B)(6) , hemoglobin continued to go down and patient was transfused 2 units of packed red blood cells (rbc's). (B)(6) 2017 patient received 2 units of packed rbc's and underwent nm tagged red blood cell (rbc) scan and small bowel follow-through radiology procedures that showed no signs of gi bleeding. On (B)(6) 2017 hemoglobin continued to drop and patient was given 1 unit of packed rbcs then was transferred to university of (B)(6) hospital for continued care, patient reported having a melanotic stool that same morning but states no bright red blood. On (B)(6) 2017 hemoglobin dropped to its lowest level, patient received 2 units of rbcs and underwent upper gi and capsule endoscopy that revealed no source bleeding, only a small amount of red blood found in the proximal jejunum with no clear source identified. It was thought that bleeding was from distal avm (arteriovenous malformation) which could be seen in population with device. On (B)(6) 2017 patient was discharged home with close clinic follow-up. No further information received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient was admitted to outside hospital for gastrointestinal bleeding (gi) and anemic symptoms on (B)(6) 2017. Patient was continued to be medically monitored and was given 2 units of red blood cells (rbc) and was discharged on (B)(6) 2017.